Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. Additionally bone augmentation material was used for this case. Pt was also a reported bruxer (grinds teeth).

Event description:
Based on the report, the product was returned as an implant failure because of bone condition and inflammation. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #13. A single prosthetic was used. Bio-oss bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered, no complications.